Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that when trying to take a , the system gave "image framerate are below recommended levels. Please reconnect the cable between the o-arm and the mvs and reboot the mvs." Disconnected and reconnected the umbilical twice and rebooted mvs with no change. There was no patient impact reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi70002000-g30, h3 - a manufacturer representative went to the site to service the system. Testing was unable to duplicate error during 2dlf spins. Completed multiple 2dlf spins successfully. Checked umbilical connections, disconnect/reconnect umbilical and rebooted system with no issues several times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.